Manufacturer narrative:
Blocks b5 has been updated with the additional information received on (B)(6), 2021. Block h6: medical device problem code a15 captures the reportable event of hot axios stent partially deployed. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was returned fully covered by the outer sheath and undeployed. The delivery system was received in position 4. Visual examination of the returned device found the outer sheath kinked at distal section. Functional inspection was performed and the stent could not be released from the delivery system. A destructive inspection was necessary to destroy the delivery system; torsion was identified and the outer sheath was found twisted and detached. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy can be confirmed as the stent was returned fully covered by the outer sheath and undeployed. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. According to the product analysis, the outer sheath was returned with evidence of torsion, which is evidence that the handle was not stationary while it was being attached to the scope. The IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to procedural or anatomical factors encountered during the procedure. It may be that how the device was handled or manipulated, the interaction with the scope, and/or hitting the device against a hard surface could have caused the kink in the outer sheath. The user failing to keep the handle stationary and aligned with the echoendoscope as mentioned within the IFU, could have caused the torsion in the delivery system leading to the twisted sheath and finally detaching due to torsion force applied to the component. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6), 2021 that a hot axios stent was to be implanted in a transgastric position to treat a walled-off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6), 2021. During the procedure, the proximal flange of the stent failed to deploy. The stent was removed partially deployed on the delivery system and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. ***additional information received on (B)(6), 2021*** it was reported that the stent was fully covered by the outer sheath when removed from the patient.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a walled-off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, the proximal flange of the stent failed to deploy. The stent was removed partially deployed on the delivery system and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.